Event description:
Spontaneous call from patients mom to report a pump malfunction. Pump keeps alarming no disposable, clamp tubing. They keep making sure it is properly attached and alarm will stop and then restarts up a few hours later. This has happened a few times. This is occurring while in use. No clinical injury to the patient. Sn # (B)(4) is being replaced and a return box will be sent. Patients mom will be switching to the back up pump. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient clinical injury? No. If yes, was any medical intervention provided? Reported to (B)(6) bypatient/caregiver.